Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up info received on 18-aug-09: the physician reported that this case involves a (B)(6) female pt who received 10 ml of poly-l-lactic acid + 10 ml of water, injected into her forehead from batch a6013, on (B)(6) 2009. That same day, she developed a small visible nodule which did not resolve, but responded to massage. No other corrective treatment was given. The reporter considered the reaction to be highly probably related to poly-l-lactic acid therapy.

Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively, were processed together: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a pt (age and gender nos), who developed two visible nodules after receiving poly-l-lactic acid (sculptra) therapy. Date of therapy and start date of event nos. It is unk if any corrective treatment was provided. Event outcome is unk.